Manufacturer narrative:
Submit date: 07/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dental needle. The customer reports of not holding luer lock.

Manufacturer narrative:
Submit date: 9/14/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were (B)(4) samples (unused, unopened) submitted with this complaint. Samples were measured for dimensional compliance to the drawing. All samples met the specification. Then the samples were test fit onto a dental syringe body. All samples mounted to the syringe correctly and securely. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are physically gauged for hub dimensions to ensure proper connection onto dental syringe threads. The lot met all defined acceptance requirements and was released. Based on the investigation findings and the information available, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.